Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert occurred. It was indicated that an alternate insertion site occurred, which is off-label use of the device. Data was evaluated and the allegation was confirmed as early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.